Event description:
A caller reported experiencing a data error alert 4 on their pump after its shipment date. At the time of the issue, the customer's blood glucose level was recorded at 333 mg/dl, indicating a high level. There was no adverse effect on the customer's overall insulin therapy, as cts informed the caller that some history logs might have been erased but the therapy remained unaffected. The customer understood the situation and decided to continue using the pump for insulin therapy.